Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in via phone and stated that she woke up with a blood sugar over 400mg/dl. There were no serious injuries or hospitalizations from the high blood sugar. The customer did not wish to troubleshoot as she was high due to the sensor suspending the pump due to sensor glucose. The customer stated that when she called in her blood glucose was 441mg/dl and towards the end of troubleshooting she did have a blood glucose of 451mg/dl. The customer still did not wish to troubleshoot and did not have a manual injection due to such a high sensitivity. The customer did treat the first blood sugar when she got up with an infusion set change and then the insulin pump. Nothing is returning.